Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he's been experiencing skin irritation at the sensor insertion site since (B)(6) 2012. Patient plans on consulting with his physician. At the time of his call to dexcom technical support, patient reported that the insertion site was healing.